Event description:
It was reported the lead exhibited high pacing impedance of greater than 3000 ohms, oversensing, and noise. An apparent fracture was suspected, so the lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor fractured; full lead returned and analyzed.